Event description:
It was reported that inappropriate atrial episodes were being stored on this cardiac resynchronization therapy defibrillator, due to the respiratory rate trend (rrt) feature, being oversensed. Pace impedances were checked and there were no spikes in impedances. Technical services recommended to turn the rrt off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.